Event description:
Note: based upon additional follow up information received this event has been deemed non reportable. It was initially reported to boston scientific corporation that an interject injection therapy needle catheter was tested on (B)(6), 2010. According to the complainant "the needle was abnormally too long- greater then 4mm in length". On (B)(6), 2010 additional follow up reported that when the needle is extended fully, there is a plastic piece at the end of the catheter. The user felt this could potentially lead to a pediatric patient perforation. The plastic piece that the user questioned is part of the inner core sheath which acts as a stabilizing mechanism for when the needle is positioned into the tissue while injections are made. The needle can be locked in place, thus controlling the length of the needle and the inner sheath. The bsc sales representative presented the account with an interject injection therapy needle catheter, and the account has since negated their complaint against the length of the needle. The bsc sales representative reviewed the remaining devices within the complaint lot number with the account. It was then determined that their concern with the design is a user preference issue with regards to it's use on a pediatric patient.

Manufacturer narrative:
User preference issue. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. Based upon the information available, the most probable root cause is user preference issue. (B)(4).

Manufacturer narrative:
(B) (4) (needle length greater than 4mm).these codes were selected by the MFR based on info obtained from the user facility. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4)

Event description:
It was reported to boston scientific corp that an interject injection therapy needle catheter was tested on (B) (4) 2010. According to the complainant, upon testing of the device, the length of the needle was found to be greater than 4 mm in length. This device was not used on a pt. There was no procedure and no pt in the room or involved.